Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed temperature cable. Esophageal probe registering 36.7c foley registering 37.4c. Had plug esophageal probe into bedside and it was registering 36.8c. Noted the temperatures are correlating. Temperature reading disappeared on bedside monitor. Suggested to swap out the temperature out cable. Device registering appropriately. A DHR review is not required as the lot number is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the probe registering discrepant in an arctic sun device to bedside monitor. Esophageal probe registering 36.7c foley registering 37.4c. Had plug esophageal probe into bedside and it was registering 36.8c. Noted the temperatures are correlating. Temperature reading disappeared on bedside monitor. Suggested to swap out the temperature out cable. Device registering appropriately.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the probe registering discrepant in an arctic sun device to bedside monitor. Esophageal probe registering 36.7c foley registering 37.4c. Had plug esophageal probe into bedside and it was registering 36.8c. Noted the temperatures are correlating. Temperature reading disappeared on bedside monitor. Suggested to swap out the temperature out cable. Device registering appropriately.